Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient experienced twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Additional information received indicated that the patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The patient presented in clinic for device reprogramming and chest x-ray. The lead was observed to be dislodged under x-ray and the physician turned off both pacing and tachycardia therapy. The patient was currently stable, and was scheduled for a device implant. No further information is available.